Event description:
It was reported the patient experienced a power on reset (por) condition. It was noted the por occurred with a 0200 error code. It was stated it was ¿unclear when the patient had the por¿ and was further stated the patient ¿came in with fine therapy¿ at the time of report. Additional information reported the por was ¿cleared on the phone with tech services.¿ a supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).